Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color and it came out. There was no reported patient injury. The exoseal was used for hemostasis. The procedure was an endovascular therapy (evt) case. Additional information was requested but not provided. One non-sterile vascular closure device 6f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the dried blood residues that clogged the unit. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. A review of the manufacturing documentation associated with lot 18359895 presented no issues during the manufacturing process that can be related to the reported event. Based on the information provided and the product analysis, the reported customer event of ¿indicator window no change to indicator¿ was not observed. No anomalies were observed during the analysis. While a functional analysis could not be performed due to dried blood residues, the analysis of the internal components showed no anomalies. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18359895 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color and it came out. There was no reported patient injury. The exoseal was used for hemostasis. The procedure was an endovascular therapy (evt) case. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change the color and it came out. There was no reported patient injury. The exoseal was used for hemostasis. The procedure was an endovascular therapy (evt) case. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18359895 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.